Manufacturer narrative:
The leads are to be returned for analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was associated with a pericardial effusion, perforation and patient death during the implant procedure. The patient was diagnosed with intermittent complete heart block, and had stents implanted prior to this procedure. It was reported that the rv lead was initially successfully placed, but the physician elected to reposition it due to lead movement. The patient's blood pressure dropped, and a right atrial (ra) lead was placed while an echocardiogram was performed. A pericardial effusion was confirmed, and 175 cubic centimeters of blood was withdrawn. The patient became asystolic when the temporary pacing wire subsequently was removed. Fluoroscopy showed a perforation, and the rv lead was pulled back and anchored in a more proximal position with good capture. During repositioning of the atrial lead, the patient experienced a ventricular tachycardia and a code was called. During the code, it was noted that the patient¿s blood pressure was very low, and the left ventricle was not beating although the pacing was capturing the other heart chambers. The code was run for some time, but the patient did not recover.